Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the pen needle 31gx5mm 7 pack as the parent of the child were administering medication the child twisted due to emotional resistance and when removing the needle the parents found that the needle was broken. The child was taken to a hospital, but the hospital was not set up for needle removal. On the 2nd of september the child was taken to another hospital where it was suggested that a color ultrasound could confirm the position of the needle position. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: on the night of august 31st, the child injected the growth hormone for the first time. During the injection, the body was twisted due to emotional resistance. After the needle was removed, the parents found that the needle was broken.

Event description:
It was reported that during use of the pen needle 31gx5mm 7 pack as the parent of the child were administering medication the child twisted due to emotional resistance and when removing the needle the parents found that the needle was broken. The child was taken to a hospital, but the hospital was not set up for needle removal. On the 2nd of september the child was taken to another hospital where it was suggested that a color ultrasound could confirm the position of the needle position. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: on the night of august 31st, the child injected the growth hormone for the first time. During the injection, the body was twisted due to emotional resistance. After the needle was removed, the parents found that the needle was broken.

Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed. The defect sample returned confirmed was broken off at the end of cannula. From the cannula broken surface, it can be seem the end of the cannula has certain tension and irregular fracture under external force. The complaint description mentioned it was the first time of the child injected the growth hormone. During the injection, the child twisted due to emotional resistance. The cause should be external force during injection which lead to cannula broking during the injection. Based on investigation, the complaint is not a manufacturing issue.